Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and fluid flow was blocked when the case was started the pentaray nav high-density mapping eco catheter was flushed but during the case it was detected that the fluid flow was blocked. The cable and line were changed but the problem could not be solved. A new catheter was opened and the problem was solved. Additional information received indicated the suspected device with the issue was the caheter. The issue occurred during use on the patient and there was no error code. When the surgeon took the pentaray nav high-density mapping eco catheter out because the mapping was finished, they saw that there was no liquid flow.

Manufacturer narrative:
On 3-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and fluid flow was blocked. When the case was started the pentaray nav high-density mapping eco catheter was flushed but during the case it was detected that the fluid flow was blocked. The cable and line were changed but the problem could not be solved. A new catheter was opened and the problem was solved. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 1-aug-2024, it was noticed additional e1. Initial reporter details which were received were inadvertently omitted from the 3500a supplemental (follow-up) #2. As such, the following updates have been made. E1. Initial reporter facility name is (B)(6). E1. Initial reporter address line 1 has been updated from (B)(6). E1. Initial reporter address line 2 has been updated with (B)(6). E1. Initial reporter city has been updated from (B)(6). E1. Initial reporter postal code has been updated from "06100" to "06230". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).